Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend considering the following event is identified: glenoid radiolucency. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that a patient had a as glenoid component implanted on (B)(6) 2016. During clinical trial follow-up visit it was found that patient had grade I glenoid radiolucency at 6 months. Review of received data: x-rays of the 6 week follow-up as well as the ones of the 6 month and 12 months follow-up are available. On the ap external view of the 6 week follow-up a slight shadow is visible around the middle glenoid peg. There is a slight radiolucent line visible around the glenoid pegs at 6 month and 12 month follow-up. No significant changes over time. The available documentation (office visit dated (B)(6) 2016) describes that the patient's pain is improving. He still has some trouble sleeping fully supine. He has no concerns otherwise. X-rays show that the implants are in good position with no change in position or loosening. Overall, the patient is doing well. The notes of the office visit dated (B)(6) 2016, the patient is at 3 months from the surgery. His pain is much better and he is happy. He is doing physiotherapy. The office visit dated (B)(6) 2016 at 6 months fu, reports that the patient is doing quite well. He is gradually regaining range of motion. He states that he still has some discomfort when he lies on the shoulder. On examination today, his range of motion is improving nicely. It is back probably about 75 to 80 percent of his contralateral shoulder. X-rays were reviewed which show no concerns of features. The visit reported dated (B)(6) 2017 states that at 1 year postop the patient is doing quite well. His x-rays were reviewed today which show the implants in good position with no change from previous films. The surgical report of implantation dated (B)(6) 2016 reports no conspicuousness. Devices analysis: no product was returned to zimmer biomet for in-depth analysis (still implanted). Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer. Surgical techniques anatomical shoulder and sidus shoulder contain all information about the correct positioning of the glenoid, head and anchor. Root cause analysis: the available documentation describes that the patient with shoulder replacement is doing well and with time his pain is decreasing as his rom improving. Additionally, it is states that the x-rays reviewed in clinic reveal that the implants are in good position with no change in position or loosening. Radiolucent lines are generated in response to focal loosening of a device from the bone. However, their presence is not an indicator of device failure as these may be highly localized or non-progressive. Consequently, based on the fact that these are currently only observed phenomenon in these cases, without any clear link to a device failure, the severity is rated as negligible. Radiolucent lines surrounding cemented glenoid implants are a well-documented phenomenon, and no specific features of the device are causative to a heightened failure rate. The clinical correlation between lucent lines and component loosening is still unclear. Component loosening of the glenoid is associated with several patient and technical factors. Conclusion summary: the available documentation describes that the patient with shoulder replacement is doing well and that the x-rays reviewed in clinic reveal that the implants are in good position with no change in position or loosening. Radiolucent lines are generated in response to focal loosening of a device from the bone. However, their presence is not an indicator of device failure as these may be highly localized or non-progressive. Consequently, based on the fact that these are currently only observed phenomenon in this case, without any patient complaint or indication of a possible device failure an exact root cause of radiolucency cannot be determined as the event is associated with several patient and technical factors. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Surgical report (implant operative report) was received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4)..

Event description:
It was reported that the patient was implanted a anatomical shoulder glenoid on the left side on (B)(6) 2016. Currently, the patient is being monitored due to glenoid radiolucency.